Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors overinfused medication during infusion on two patients. The overinfusions were described as, ¿the product does not last 48 hours when we fill them to 96ml¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h6 and h11 b5: additional information found the devices were filled with hydromorphone diluted with normal saline (fill volume 18ml, diluent volume 78ml, total volume 96ml). The expected infusion time was 48 hours; however, the device infused in 44 hours. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.